Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing inaccurate fill estimates. The customer's blood glucose level was approximately in the 400 mg/dl range. The customer declined tandem technical support's offer to troubleshoot. The customer had reverted to using insulin injections to for insulin therapy.